Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. The patient powered the device off after the alarm and when they turned the device back on, the alarm had been cleared. The technical service representative explained the alarm to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.